Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a change sensor alarm. Blood glucose value was 48 mg/dl at the time of the incident. No troubleshooting was performed because the call ended. Nothing will be replaced or returned.